Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-70. Serial number: (B)(6). Batch/lot number: 7070354. Model/catalog description: coveredge 32 surgical lead kit 70 cm. Unique identifier (UDI) #: (B)(4).